Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the inpen had dial misalignment. Customer stated that inpen was damaged and customer can not dial dose over 4 units and sometimes insulin get delivered and sometimes not. Customer stated that dial misalignment was greater than 1.0 unit. Customer stated that dose dial was slipping and it was greater than 1.0 unit. Customer stated that inpen had been dropped or bumped. No harm requiring medical intervention was reported. The device will be returned for analysis.